Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose of 448 mg/dl while experiencing difficulty connecting a libre 3+ sensor to the ilet. Troubleshooting required replacement of the sensor, after which glucose values slowly trended downward. No symptoms or medical intervention were reported.